Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the anchor pulled out from the patient's meniscus. Attempts have been made and additional information on the reported event is unavailable.